Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels in the 40s (mg/dl). Reportedly, the customer recently began taking a new medication and believed that the medication was affecting their bg levels. Customer consumed carbohydrates to treat their bg levels. Customer indicated that their bg levels returned to target range, and stated that they are currently in contact with their health care provider.